Event description:
Rash has now subsided, patient was prescribed a course of antihistamine, mild topical steroids and camomile aqueous cream. The patient is experiencing a disturbing feeling in the chest described as a "heart judder" and was advised to call their physician. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Results and conclusions: (reaction). (Device or procedural images were not returned for review). (B)(4).

Event description:
It was reported that a patient had two resolute integrity rx drug eluting stents implanted on the day of the index procedure. The stents were overlapped. Approximately 3 days post stent implantation, a raised rash developed on the right hand of the patient and has now spread to both hands and arms and upper chest and face. The patient has reported that there has been no change in his medication and has previously had epigrams trick disturbance due to aspirin but never a rash. Patient asked if zotarolimus or boiling polymer might be the cause. Stents remain in patient. No other clinical sequelae were reported for this event.